Event description:
It was reported that the customer received excessive no delivery alarms. The customer also mentioned air bubbles in their reservoir, as well as a bent cannula. Customer had blood glucose levels of 540mg/dl, 491mg/dl, and 460mg/dl. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.